Event description:
It was that the femoral inserter / extractor no longer holds the sample and implant firmly due to spring paralysis. Attempts to obtain additional information have been made. However; no more information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h10 visual examination for the returned product identified signs of repeated use nicked / gouged / worn. The lip of the component is worn / gouged. Functional tests showed the device did not function as expected. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. The root cause of the reported issue is attributed to repeated use of the instrument for more than seven years. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. No known impact or consequence to the patient and no adverse events were reported as a result of this malfunction in this event or in past events. This will become not reportable.

Event description:
No further event information available at the time of this report.